Event description:
It was reported that the procedure was to treat a moderately calcified, de novo lesion in the external iliac artery. After implanting a 10x80 mm absolute pro stent, the stent delivery system (sds) became stuck with the sheath during removal from the anatomy. After several attempts to retract the sds, strong force was applied and the sds was able to be removed from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. It was commented that the 6 fr sheath may have been damaged during advancement of a 5.5 fr angiographic catheter in the sheath prior to using the reported device. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the absolute pro instruction for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although force was applied to remove the sess, it does not appear to have contributed to the initial difficulty.